Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she had pain for 48 hours, starting (B)(6) 2017. The patient reported that she saw a manufacturer¿s representative (rep) and healthcare provider (hcp) on (B)(6) 2017 and adjustments were made to resolve and the patient was told to call back if any problems. The patient reported that she was having a problem because the pain returned on the day of the report and was starting to get bad again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.